Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager kept failing and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived on site and found the remote manager was functioning properly, with the customer able to access the refrigerator multiple times without issue. Unable to log into the hardware test application due to an ongoing site update. Verified all cables were securely seated and performed a reboot. Customer again accessed the refrigerator multiple times successfully. Followed up from a previous visit; however, customer was unavailable and had not left any notes. Informed that a follow-up would be done the following week. Tested functionality and confirmed the unit was operating normally. The system functioned as intended after the field service engineer investigated the device.